Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries are lasting less than usual and the insulin pump has moisture under the screen on the bottom right corner. Customer stated she leaved the device on the sink while showering. Customer's blood glucose was high; value is unknown. Customer stated her blood glucose has been higher since starting medication on (B)(6) 2015. The customer stated the device has been dropped in the past but it didn't have damage. She received a failed battery test alarm during the call because she removed the cap and tried to reuse the old battery. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. However, the insulin pump had traces of moisture at the lcd board per our visual inspection. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump communicated properly with glucose sensor simulator and the test minilink transmitter and no lost sensor alarm noted. The insulin had minor scratched lcd window and cracked reservoir tube lip.